Manufacturer narrative:
Details of additional information: b5 updated and imf code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On additional follow up it was reported that the event occurred during brain tumor surgery and there is no was no delay in procedure and no patient or staff impact associated with this event. No further information about the device return is provided about the event.

Manufacturer narrative:
H3: product analysis: pss unknown tool with unknown lot number: no conclusion can be drawn as the device was not return for evaluation. Device af02 with serial number (B)(6): evaluation couldn't able to perform the reported malfunction of overheating due to corrosion. The likely cause of failure might be due to inadequate preventive maintenance. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: af02, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: af02, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating and dissecting tool breakage. No patient impact reported. Repair request escalated to a product event due to reason for return.